Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Device memory contained multiple errors and resets on (B)(6) 2018 and one reset on (B)(6) 2018. Battery depletion error on (B)(6) 2018. The repeated resets caused an increase in battery drain temporarily decreasing the battery voltage. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. Initially, the wake up period during this tests were considered within the acceptable operation threshold (i.e., the results did not find any captured pulses that had a pulse width of less than 2ms); however, the maximum pulse widths appeared to be decreasing as temperatures were increased. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated during pre-implant testing. The device was not used. No adverse patient effects were reported.